Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported device stuck in the anatomy was confirmed based on the reported information and returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use states: remove the guidewire before the exit port crosses the skin line. The investigation determined the reported difficulties appear to be related to user error and the treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. Per the proglide instructions for use -remove the guidewire before the exit port crosses the skin line. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left femoral artery was attempted with a proglide device, using the preclose technique via a 6f sheath, prior to an impella placement procedure. Reportedly, the j wire was not removed prior to suture deployment. The proglide device was removed as far as the footplate and guide wire port but could not be removed any further from the arteriotomy. In an attempt to remove the device, the proglide was reinserted and rotated to try to set it free from whatever it was caught on, unsuccessfully. A cut down was performed under general anesthesia and intubation and the suture was found tangled around the proglide. The device was removed from the anatomy and the cut down was sutured. There was a significant delay in the procedure and the impella procedure was discontinued due to the proglide issue. Hospitalization was prolonged. The patient is reportedly doing fine now. The physician is reportedly trained in the use of the proglide device. No additional information was provided.